Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer reset the drawers after removing all the sample racks and reloaded and resumed the normal operation. A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and did not find similar error. The cse stated that this was an isolated event. The cause of the sample tube being misread is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a sample management system (sms) reported that a sample tube was misread. The system barcode scanned two different size sample tubes at two different drawers. The first sample tube was read correctly as (B)(6), whereas the second sample tube (B)(6) was incorrectly read as (B)(6). The event log was flashing red, which prompted the operator to check for duplicate sample tubes. Neither of the samples was aspirated for testing. There was no impact on patient results or delay in reporting of results. There are no known reports of patient intervention or adverse health consequences due to the sample misread.